Event description:
The customer reported that during dialysis treatment, the pt may have received air and had shortness of breath. The oxygen level dropped from 98 to 70. The pt was turned on left side and put on 100% oxygen. The saturation level came up to 100 in a couple of minutes. No x-rays were taken. Further info revealed that the "air in blood" alarm was triggered after the pt became symptomatic.